Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case and there was a very small dent noted on the lower edge of the rear side of the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had detected noise on all three electrogram channels. The noise resulting in about 6 seconds of asystole in this pacer dependent patient. The patient was asymptomatic. It was reported that the impedance measurements have been stable and the noise was unable to be reproduced. With troubleshooting, evidence suggest that the noise was a result of an external source. At this time, no intervention or further troubleshooting will be performed. The patient will be closely follow via latitude.